Manufacturer narrative:
Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment.

Event description:
The patient was appropriately treated 2 times by the lifevest during vt/vf. The arrhythmia was converted to a slower rhythm after the third treatment. The patient experienced a higher rate of vt after the second treatment, causing one additional shock to be delivered. The post-shock rhythm was asystole with intermittent cardiac activity and motion artifact x 9 seconds, transitioning to sinus bradycardia @ 20 bpm with CPR, motion artifact, and pvcs. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was reportedly unconscious at the time of the event. No injury was reported from the treatment. The response buttons were not pressed during the event. The patient went to the hospital for evaluation and is currently unconscious and intubated. The patient is not currently wearing the lifevest. No deficiencies were alleged against the device.